Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. Vascular access was obtained via a radial artery. The 80% stenosed, de novo target lesion was located in the mildly calcified and severely tortuous unprotected left main artery. The 2.5x10mm lesion was noted to have a significant bend of >45 and <90 degrees. Pre-dilation was performed with a 2.5x15mm maverick 2 balloon catheter; residual stenosis remained at 80%. The 2.5x12mm taxus liberte coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was not on the delivery device.

Manufacturer narrative:
Device is combination product. (B)(4). Visual examination identified that the stent was not on the balloon or returned with the device. Solidified blood was present within the guide wire lumen. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location. The remaining balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual examination identified a hypotube kink 40cm from the catheter strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu contraindicates "lesions involving arterial segments with highly tortuous anatomy." (B)(4).